Event description:
It was reported that the graftmaster stent was used to treat a dissection of the left anterior descending (lad) that occurred with the use of a non-abbott device. It was noted that the graftmaster successfully sealed the vessel, however, the patient had a pericardiocentesis performed, advanced cardiovascular life support (acls) performed, and was maxed out on multiple pressors. Additionally, temporary pacing efforts were stopped after 1:15 minutes due to post procedure complications and the patient expired. The cause of death was listed as coronary complications and pulmonary arrest. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported death is listed in the over the wire (otw) graftmaster instructions for use (IFU) as a potential adverse effect. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.